Event description:
Customer reported IV tubing at the base of the pump was cracked and lipids were leaking out of the tubing in the nicu. Customer reported the set was cracked in the cassette. The md was notified with no action taken. Investigation ongoing. Follow up report will be filed when investigation is completed.

Manufacturer narrative:
(B) (4). (B) (4).